Event description:
Report received of "bloody fluid leaking from the connection between the clave adapter port and the distal luer end of the microbore tubing" that resulted in a clotted peripheral IV line. The pt was receiving an unspecified antibiotic at an unspecified dose. The customer reported that they "use bd (syringe) pumps for pediatric pts for IV antibiotic infusion. The bloody fluid was leaking from the connection between the clave adapter of the pt's peripheral IV and the luer end (distal end) of the microbore tubing". The pt's ive line clotted off and had to be restarted. The nurse changed to a new tubing set. The infusion was resumed after a new IV line was established. The pt received all doses of the antibiotic. The amount of blood loss was not known. The pt did not experience any adverse effects. Add'l info was requested, but was not available.